Manufacturer narrative:
(B)(4) 2012: a response from the manufacturer is pending.

Event description:
After 3+ years of implantation, this device was explanted due to an infection. The medtronic leads were also explanted. A new reply dr was implanted.